Event description:
During follow-up, noise leading to oversensing, increased capture threshold, and inhibition of pacing were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.